Manufacturer narrative:
A bayer service representative responded to the site and determined that the threads of the pivot knuckle screw were stripped which prevented it from maintaining engagement with the pivot knuckle assembly. Bayer service replaced the pivot knuckle bushing screw which restored the injection system to normal operation. The subject component was discarded and, therefore, not available for evaluation. Product analysis reviewed the information and confirmed a stripped bushing screw within the pivot knuckle assembly. The stripped bushing screw allowed the pivot knuckle to release and the injector head to disengage.

Event description:
The customer reported the following: the stellant d injector (serial number 32233) disengaged from the mounting structure and fell to the floor. No injury or adverse event was reported.